Event description:
On (B)(6) 2012, the surgeon performed an ifuse si joint arthrodesis on the patient placing three implants. The patient later complained of continued pain in that si joint.the surgeon suspected that the original implants were not fully across the si joint.on (B)(6) 2013, the surgeon performed a second surgery where he added two implants as additional fixation for the si joint.

Manufacturer narrative:
This event was discovered during a routine review of the company sales data and has not been reported previously. Based on the information provided, review of surgeon training didactic, IFU, certificates of analysis and fmea, the most probable root cause is implants not fully across the si joint.part numbers of implants from initial surgery on 09/04/2012:ifuse implant, p/n 7035-90, lot# 7914003181006, manufactured 01/12/12, expires 2015-02.ifuse implant, p/n 7040-90, lot# 8004003235003, manufactured 02/06/12, expires 2015-04 (x2).